Event description:
The customer reported that the monitor did not sound an alarm either at the bedside or central station.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.